Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50e, serial #: (B)(4), description: trial linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had a headache after the trial lead removal. The physician suspected a csf leak and believed that there may have been a very minor spinal cord tear from either the trial procedure or the lead removal. Medications were prescribed. The patient¿s headache had subsided.

Event description:
A report was received that the patient had a headache after the trial lead removal. The physician suspected a csf leak and believed that there may have been a very minor spinal cord tear from either the trial procedure or the lead removal. Medications were prescribed. The patient¿s headache had subsided.

Manufacturer narrative:
Additional information was received that there was no treatment done for the cerebrospinal fluid leak.